Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience skypoint, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo, moderately calcified, moderately tortuous distal right coronary artery lesion with 80% stenosis. A 1.5x12 mm mini trek and a 2.0x12 mm mini trek were used for pre-dilation without issue. A 2.75x38 mm xience skypoint drug eluding stent (des) system was implanted. However a dissection occurred, the dissection was treated with a new 2.75x15 mm xience skypoint des. No additional information was provided.